Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated and low (40 mg/dl) blood glucose (bg) levels. Contact alleged that the pump "was not working". Additional information was not provided, and contact declined further troubleshooting with tandem technical support.